Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the interface board.

Event description:
The customer reported a blank display. Troubleshooting was performed, and the display came back with an alarm, followed by a blank display. Advised the customer that the insulin pump would be replaced. Nothing further was reported.